Event description:
This complaint was initially reported to intuitive surgical, inc. (Isi) for patient side manipulator (psm) not homing correctly. An isi representative reviewed the error logs and found repeated errors on the psm 2. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instrument. The psm was replaced. There was no report of patient involvement or adverse outcomes.

Manufacturer narrative:
The patient side manipulator (psm) arm was returned to intuitive surgical, inc (isi) for evaluation. Failure analysis investigation found the psm failed the slow sweep friction test. Intuitive surgical, inc. (Isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument used during this reported event. This complaint is being reported due to the psm arm failing the slow sweep friction test during failure analysis. Although this was found during a review of site's error logs and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.